Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 02/16/2021. An investigation was conducted on 02/26/2021. A visual inspection was conducted. The cannula and harvesting device was returned with the harvesting device inside the cannula. The harvesting device was removed from the cannula. The cannula was observed to be intact, no visual defects were observed on the c-ring or the cannula. The harvesting device was inspected. The heater wire was observed to be slightly flexed at the center of the hot jaw remaining attached at the base and tip due to clinical use. The clear silicone insulation on both the cold and hot jaws was observed to be intact, no visual defects were observed on the clear silicone insulation. Based on the returned condition of the device, the reported failure "peeled;jaw" was not confirmed. The lot # 25153426 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2. Upon inserting the harvesting cutting tool "tip up" per the IFU into the harvesting cannula and once the cauterizing/cutting tip extended out the distal end it got caught up in the c-ring that stripped the silicone covering off the cauterizing/cutting tip. A replacement device was used to complete the procedure. Never used the product on the patient.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2. Upon inserting the harvesting cutting tool "tip up" per the IFU into the harvesting cannula and once the cauterizing/cutting tip extended out the distal end it got caught up in the c-ring that stripped the silicone covering off the cauterizing/cutting tip. A replacement device was used to complete the procedure. Never used the product on the patient.